Event description:
It was reported that caller experienced medium-sized air bubbles or gaps in tandem mobi cartridge that appeared during pumping, while smaller bubbles did not remain after tubing was filled. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin and completion of air removal steps, and once large bubbles or gaps no longer existed, customer resumed insulin therapy and confirmed understanding of guidance provided; no lot number information was available and customer was still experiencing the issue at the time of the call.